Event description:
On june 23, 2008 the lay patient contacted lifescan (lfs) alleging that his one touch mini lancing device was not cocking. The complaint was classified based on the information the patient provided to the lfs customer care advocate (cca). The patient said, he got the lancing device with his one touch ultra mini meter "last year". He said the lancing device stopped cocking on the previous month, and he was unable to test his blood glucose after that. He said he went to the ER a couple of times to have his blood glucose tested. He said, he had unspecified high blood glucose symptoms on two weeks later, and went to the ER. A "high", unspecified blood glucose reading was obtained in the ER and he was treated with 35 units of novolog insulin. The cca noted the cocking control issue with the reported lancing device. The patient's product was replaced. The complaint is reported because the patient claims, he was unable to test his blood glucose due to the alleged issue after the month prior to original month. He claims he later developed symptoms of high blood glucose and was treated with insulin in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.